Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
It was reported that patient's right hip was revised due to wear superiorly in the liner with the head migrating into the area of wear after patient complaint of instability. Intra-operatively, black tissue was found in the joint. Patient was revised to a c-taper lfit head and crossfire insert.

Manufacturer narrative:
An event regarding wear and altr involving an unknown liner was reported. Wear was confirmed through visual inspection of the provided photograph of the explanted device. Altr was not confirmed. Method & results: device evaluation and results: visual inspection: the reported device was not returned however photographs were provided for review. The photographs shows a recently explanted liner with evidence of wear. Material analysis, functional and dimensional inspections could not be performed as the device was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that patient's right hip was revised due to wear superiorly in the liner with the head migrating into the area of wear after patient complaint of instability. Intra-operatively, black tissue was found in the joint. Patient was revised to a c-taper lfit head and crossfire insert.